Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Update to section d4. Expiration date. Update to section h4. Manufacturing date. Sterile date noted as: 09 march 2024. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-tighten/hold/lock" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The evaluation conclusion is as follows: the broken stopcock has a large crack by where the female luer is located. The breakage of the components indicates that the user applied excessive torque when operating the stopcock while simultaneously using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. There could be a potential chance that the user did not fully secure the external transducer to the luer lock of the eds 3 system and may have cross-threaded the two components, resulting in misalignment and increased stress. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - the tubing at the base of where the transducer is attached to is leaking fluid when priming. At first it was thought it was the transducer, but when switched out with a new transducer the leaking continued. This is concerning in that air can be introduced or bacteria, as well as inaccurate intracranial pressure(icp) readings. No injuries.

Event description:
Nt821731c - the tubing at the base of where the transducer is attached to is leaking fluid when priming. At first it was thought it was the transducer, but when switched out with a new transducer the leaking continued. This is concerning in that air can be introduced or bacteria, as well as inaccurate intracranial pressure(icp) readings. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The leaking is occurring from the main stopcock where the tubing splits upwards towards the collection cylinder and the long tubing that connects to the ventricular catheter. Risk review: per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 4.40. Cause - leakage from the stopcock. Effect (harm) - infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. The customer confirmed they will not be returning the affected part. Further investigation to be carried out.